Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted over the breast, which is off label usage of the device on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. On (B)(6) 2022, the patient experienced loss of consciousness when the cgm was displaying 69 mg/dl. After five minutes, the patient regained consciousness. It was reported that a blood glucose reading was take and was 25 mg/dl. The patient self- treated with 3 mg of baqsimi nasal powder as emergency treatment for the hypoglycemia and recovered after the treatment. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.